Event description:
As a follow-up to the event reported under 1221359-2025-00328, the customer reported additional information that four hundred and seven (407) false positive results with the determine hiv 1/2 ag/ab combo test using whole blood samples were reported across an unspecified number of sites on unspecified dates within the (B)(6) beginning (B)(6) 2024. Confirmatory testing with the quest hiv 1/2 ag/ab 4th gen reflex assay was performed on unknown dates and returned negative results. The customer indicated that none of the patients were in active labor at the time of testing. Although requested, no additional information regarding patient demographics, treatment, and outcome was reported. The customer was unable to specify which false positives had been previously reported to abbott as the lot #s were not known. Additionally, as the lot #s were unknown, it could not be determined whether these false positive results were related to the field corrective action (fca) that was initiated by abbott in july of 2025 (reference h9). However, based on complaint reviews for the customer accounts, abbott identified one hundred and forty-nine (149) false positives which were submitted as emdrs between (B)(6) 2025. Further investigation concluded the remaining two hundred and fifty-eight (258) false positive results, in the absence of confirmatory lot number information, are likely to be in-scope of impacted lots identified in the fca and therefore will be reported under patient identifier (B)(6).

Manufacturer narrative:
Please reference h10 for the MFR. Report #s of the one hundred and forty-nine (149) that abbott was able to identify as reported. B3: the date provided is an approximation as the exact event date was not provided. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field corrective action (fca) impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots, however the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. A complaint report was pulled from 01jan2025 to 10sep2025 and reviewed to identify tickets related to the ppmm network nine previous complaint tickets for false positive results were reported by individual sites within the ppmm network. All kit lots reported in these tickets were confirmed to be impacted by the fca. It is likely that these events are included in the four hundred and seven (407) false positives reported by the ppmm vice president of patient services. These remaining tests, in the absence of confirmatory lot number information, are likely to be in-scope of impacted lots identified in the fca. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level.